Manufacturer narrative:
On 07/30/2015 follow-up: customer reported that bg was 110 mg/dl(target level). The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not deliver a correction bolus for elevated blood glucose level (426 mg/dl) due to insulin-on-board. During troubleshooting with tandem technical support, customer was able to perform an override and successfully deliver the bolus.